Manufacturer narrative:
The device history record (DHR) was not present in the documents transferred from the previous manufacturing plant; however during a system review it was determined that the product was released from the manufacturing facility to the distribution center. All process and test criteria are verified as complying with the finished product specifications for all released lots. There were no non-conformances or corrective actions found for this lot number. The returned sample consisted of one palindrome catheter that presented signs of use (dirt, wear and yellowish color). Visual inspection was performed and no defects were found on the device. Functional testing was required and after testing the catheter did not present any defect. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Based on the available information, the device functioned as intended for an undetermined amount of time; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be considered that a leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents. A corrective and preventive action (CAPA) has been opened to address this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that a pin hole was found at the y-connection (bifurcate) of the catheter and there was a slow leak at this point. The physician replaced the catheter with a new one. The patient was involved with no injury.